Manufacturer narrative:
The valve was received for evaluation. DHR - product code 82-3182 with lot chkcp6, conformed to the specifications when released to stock on the 21st september 2007. Manufacturing date: 7th november 2007. Expiration date: 30th november 2012. UDI - (B)(4). Manufacturing date: 7th november 2007. Expiration date: 30th november 2012. Failure analysis - the valve was visually inspected: some biological debris was noted. The valve passed the test for programming and siphon guard. The valve failed the test for occlusion. The valve could not be tested for leak, reflux and pressure due to occlusion. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball and on the seat of ruby ball. The root cause for the occlusion reported by the customer is due to the biological debris found on the spring, on the spring pillar on the ruby ball and on the seat of the ruby ball, the biological debris had stuck the ruby ball to the seat of the ruby ball. The possible root cause for the programing issue noted by the customer was probably due to biological debris, at the time of investigation no programming issue was noted. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The hakim valve was implanted on 2010 via v-a shunt due to meningioma in 2010. An initial setting was unknown. The patient developed an orientation disorder; ventricular enlargement was observed, and it was unable to change the setting when it was attempted with the programmer or magnet. Then valve occlusion was suspected, and it was replaced with a new valve.